Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, a broken shell and others, a missing a piece of shell (0-25%), and a crease flat. A microscopic analysis was performed which identified a sharp break on the patch/shell bond edge and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the patch/shell bond edge assessed as an unidentified tear opening and a missing shell due to inconclusive.

Event description:
Healthcare professional additionally reported "silicone granuloma within a lymph node, silicone within an inframammary lymph node in the upper outer right breast, scattered calcifications," and "foamy histiocytic infiltration, chronic inflammation" and "fibrosis."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation: rupture and patient concern with the product.

Event description:
Healthcare professional reported a right side rupture and "exchange of textured breast implants due to the patient¿s concern with the product." Device has been explanted.